Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported they are having a problem with retaining fluid so their doctor directed them to turn interstim therapy off. They stated this has been going on for quite a while, patient had urodynamics done and was retaining almost 200cc's. The interstim was implanted to treat urinary urgency, frequency, some light stress incontinence, and retention. They also had a 4th degree tear in their rectum during childbirth and they were hoping the interstim would help with that and it did not. They are seeing a new urologist who plans to order another urodynamics test and directed patient to keep the interstim off for the time being.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.